Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. Unable to prime during prime test due to a faulty force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. However, the device passed the basic occlusion and displacement test.